Event description:
It was reported the handpiece runs really, really hot and when user turns it off, it still runs. There was no patient impact reported.

Manufacturer narrative:
It was reported the device heated up gradually.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Returned device was evaluated, but could not confirm reported event, as the device was not working when received for evaluation. Motor and other parts were replaced due to saline causing corrosion. The collet was disassembled in order to clean, motor seized and threads on housing were stripped. The item was tested and passed to manufacturing specifications. Product was repaired and returned to the customer.